Event description:
It was reported that slow deflation occurred. A 3.0 x 20 x 90 (4f) sterling was advanced to the target lesion. While trying to remove the device, the balloon had an extremely long deflation time. The procedure was completed with this device. No patient complications were reported in relation to this event.

Event description:
It was reported that slow deflation occurred. A 3.0 x 20 x 90 (4f) sterling was advanced to the target lesion. While trying to remove the device, the balloon had an extremely long deflation time. The procedure was completed with this device. No patient complications were reported in relation to this event. Returned product consisted of a sterling balloon catheter. The shaft, hypotube, balloon, bonds and tip were microscopically and visually examined. The balloon was loosely folded and deflated, when received. There was no damage or irregularities to the device. Functional testing was performed with an inflation device filled with water that was connected to the inflation lumen. The device was inflated to the rated burst pressure. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device and the balloon deflated instantly with no issues or air left in the balloon. Inspection of the device presented no damage or irregularities. Product analysis did not confirm the reported event.